Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations no manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in a moderately tortuous rca. After pre-dilatation a guide extension was inserted first. Then, the orsiro was attempted to be inserted but it was caught ostial of the extension and could not pushed out. Therefore, the device was attempted to be removed but the stent was dislodged on the wire. Using a small balloon catheter, the stent was removed. Another orsiro was implanted.